Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. Qc was acceptable. The field application specialist (fas) found plaque on the ise probe and cleaned it. Ise check results were acceptable. The customer has had no further issues. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium (na), potassium (k), and chloride (cl) on a cobas 8000 ise 900 module. The initial na result was 174 mmol/l. The repeat result was 139 mmol/l. The repeat from a cobas pro ise system was 139.7 mmol/l. The initial k result was 6.71 mmol/l. The repeat result was 5.28 mmol/l. The repeat from a cobas pro ise system was 5.40 mmol/l. The initial cl result was 76.1 mmol/l. The repeat result was 100.9 mmol/l. The repeat from a cobas pro ise system was 101.6 mmol/l.